Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that patient presented for routine follow up with low pacing lead impedance and an increase in capture threshold. Non-sustained lead noise episodes which appear to have true lead noise were also observed. During revision, the lead was observed to be dislodged and was explanted when repositioning was not successful.